Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 405 mg/dl. The customer stated their insulin pump was not properly delivering insulin to their body. Customer stated they had chest pains and elevated heart rate from their high blood glucose. The customer also reported having ketones in their urine. Customer also reported diabetic ketoacidosis was one of the causes of their hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window, a cracked belt clip slot and minor scratches on the display window.